Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have grip input disk axis #7completely broken inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged/other components near the broken inputs were damaged which may indicate potential improper reprocessing. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the tall input 7. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.